Manufacturer narrative:
(B)(4). The device was not returned to the factory for evaluation but a picture of the device was sent by the account manager. Signs of clinical usage and evidence of blood were observed on the device in the photo. A visual inspection of the photograph determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Based on the evaluation of the photograph, the reported failure mode "heater wire-detached" was confirmed. Specific actions for this failure mode are being maintained and documented in maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires in jaws separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires in jaws separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.